Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 17-nov-2016 which refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, study number: (B)(4) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number he011fs. During insertion procedure, a part of insert remained in uterus at the time of hysteroscope removal. There were pain episodes, and the insertion failed. Events occurred in operating room. There was no cause related to the patient which could explain the event. Bilateral insertion was done with another essure system. Procedure duration was increased. Follow-up received from gynecologist on 18-nov-2016. It was reported that implant was broken in two pieces: coiled part on one side and pet fibers on the other side. It was the coiled part which broke. Device was kept. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and during the placement procedure, a part of insert remained in uterus at the time of hysteroscope removal (insert broke in two pieces: coiled part on one side and pet fibers on the other side). Device breakage is anticipated according to reference safety information for essure. Since this event occurred associated to insertion procedure, causal relationship with essure device cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Further information and technical assessment are expected.

Manufacturer narrative:
This (B)(6) female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. (B)(4)) inserted. This case was reported by a gynecologist/obstetrician and describes the occurrence of device breakage ("a part of insert remained in uterus at the time of hysteroscope removal / insert broken in two pieces: the coiled part on one side and pet fibers on the other side"), procedural pain ("pain episodes") and complication of device insertion ("a part of insert remained in uterus at the time of hysteroscope removal (during insertion)") in a (B)(6) female patient who had essure (batch no. (B)(4) ) inserted. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage, procedural pain and complication of device insertion. At the time of the report, the device breakage, procedural pain and complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device breakage and procedural pain to be not reported (study) to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1633 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 6-jun-2017: device evaluation received. Company causality comment: other reportable incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 46-year-old female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. He011fs) inserted. The report describes a case of device breakage ("a part of insert remained in uterus at the time of hysteroscope removal / insert broken in two pieces: the coiled part on one side and pet fibers on the other side"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), procedural pain ("pain episodes") and complication of device insertion ("a part of insert remained in uterus at the time of hysteroscope removal (during insertion)"). At the time of the report, the device breakage, procedural pain and complication of device insertion outcome was unknown. The relationship of complication of device insertion, device breakage and procedural pain to treatment with essure was not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-feb-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1517 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: UDI number (B)(4). Lot# he011fs - production date: 24-nov-2015 - expiration date: 28-nov-2018. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and during the placement procedure, a part of insert remained in uterus at the time of hysteroscope removal (insert broke in two pieces: coiled part on one side and pet fibers on the other side). Device breakage is anticipated according to reference safety information for essure. Since this event occurred associated to insertion procedure, causal relationship with essure device cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. According to the product technical complaint, a product quality defect could not be confirmed but is considered plausible. No further information is expected.